Manufacturer narrative:
Age at time of event: probably (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found on the tip of the burr. A 1.75mm peripheral rotalink® plus was selected to treat the target lesion located in the posterior tibial artery. During preparation, outside the patient, the device was taken out of the box and was placed on the sterile table. Upon putting the device in the patient, it was noticed that there was small piece of cloth like material on the tip of the burr. The scrub tech was unable to identify the material. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was fine.